Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Event description:
A lawsuit alleged the patient sustained injuries and emotional distress due to the "defective" recalled lead. Attorney later alleged that the lead was fractured and/or explanted. Review of manufacturer's database revealed the patient had died.